Event description:
During an asset return inspection with no complaint associated, no image was found due to faulty dp (printed circuit ) board. There is no patient involvement associated on this event. No user injury reported.

Manufacturer narrative:
Device was received and evaluated. Device upon inspection found a no image display due to faulty dp board. The faulty dp board causing intermittent no image. Dp board needs to be replaced. Unit has up to date main switch and s/w ver. 3.10. Investigation is ongoing. This report will supplemented accordingly following completion of investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, that the phenomenon was likely due to a faulty circuit (dp) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.